Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) had a lvp8100 sn (B)(4) failed pressure calibration. He replaced pressure sensors but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) confirmed the pressure sensors he replaced were from a third party. He did not order directly from us. I advised (B)(6) to replace pressure sensors again. This time he will use manufacture approved parts. If he still have problem, he will call me back.